Event description:
It was reported that during a laparoscopic hysterectomy the physician squeezed the trigger and the green light on the motor drive unit did not come on. It was also reported that the footswitch would not activate the motor drive unit, therefore use of the unit was discontinued. The incision was enlarged and the case was completed laparoscopically with an unknown alternative modality. The motor drive unit was evaluated at the hospital, and it was determined that the footswitch did not activate because the pneumatic switch on the motor drive unit was broken.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.